Manufacturer narrative:
There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, preanalytical issues will be implicated as the likely cause of the event. Indeed, short samples are known to affect immunoassays by modifying blood to additive ratio. Plus, the customer did not follow the instructions for use and the clsi guidelines for preanalytical sample handling as the serum sample was not allowed to clot for 30 minutes.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. Due to this elevated access accutni+3 result, the patient was started on clexane treatment. The customer reanalyzed the patient's sample two (2) additional times on the same laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and obtained two (2) lower results within the assay's normal reference range. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a greiner sst tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at ambient temperature. The investigation showed that preanalytical issues are the likely cause of the event. The sample was a short sample which has not been allowed to clot for the 30 minutes recommended by tube manufacturers.